Event description:
When blade was placed on shaver and in pt's knee, metal shavings came out of blade into joint when shaver was activated. Dr irrigated left knee joint, removing all shavings he could see.